Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Further information was requested but was not yet available.

Event description:
New information received notes programming changes were forwarded to the patient's clinic and were to be completed at a future follow up visit in clinic. The patient was stable with no injury or consequences.